Manufacturer narrative:
Based on the information provided, the cause of the reported patient death cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. The ion system logs were reviewed and no relevant errors were observed during this procedure. A device history record (DHR) review was performed for the ion system cart and no non-conformances were found related to this product. A medical review was performed by an intuitive surgical, inc. (Isi) medical safety officer and the following information was provided: the procedure was completed successfully without incident and a diagnosis was obtained. In the post procedure period, the patient reported experiencing chest pain since prior to the ion lung biopsy. Also, in the post procedure period after the ion lung biopsy was completed, the patient suffered a myocardial infarction and died. The physician reported the cause of the myocardial infarction was thought to be anesthesia related. It was concluded that given the available data, the procedure may have exacerbated the patient¿s cardiac ischemia given the history of chest pain prior to the procedure. However, there is no evidence the event was device related based on the limited available data. Bronchoscopy is a minimally invasive procedure with a low risk profile. A retrospective study of 20,986 bronchoscopies reported 4 associated deaths (0.02%) and 1 myocardial infarction (0.004%). A more recent prospective multicenter international study of 1,215 reported 1 associated death (0.08%). Myocardial ischemia is a contraindication to bronchoscopy per (B)(6) society guidelines. This event is being reported due to the following conclusion: it was reported that after an ion endoluminal lung biopsy procedure, the patient experienced a heart attack and expired.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient experienced a heart attack and expired. At some point post-procedure, the physician was made aware that the patient had experienced chest pain prior to the ion procedure. The physician stated to the intuitive surgical, inc. (Isi) endoluminal sales associate (esa) that they think the cause of the patient's heart attack was anesthesia related and was not due to the ion procedure. There was no report of any issues with the ion system or accessories during the procedure. Multiple attempts to obtain additional information were made; however, as of the date of this report, no further details have been received.